Event description:
It was reported that during central processing it was observed that the cable on the prograsp forceps instrument appeared to be broken or loose. The instrument was not used.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be frayed. The instrument was found with loose frayed pitch cable at the distal clevis hub. No damage was found at the clevis. There was no broken cable found inside the housing and no loose screws. Failure analysis investigation also found the following damages: the instrument's distal pulleys had mechanical indentation/burrs. There was indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the damage may be due to mishandling/misuse. The instrument's main tube has deep scratches/gouges. The distal end of main tube has various scratch marks which exhibited light material removal and a rough surface finish. Scratches were short in length and not aligned with the tube. Failure analysis concluded that the damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported broken cable and scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.